Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 07/13/2016 a medtronic representative performed an imaging system check-out, mechanical & system inspection areas passed. Imaging modalities test failed. Imaging system collimator error - would not allow 2d. The medtronic representative found collimator was bound up - motion control non-responsive - re-loaded firmware - adjusted collimator -performed system check-out. Imaging system was re-booted six times without collimator issues. Issue resolved. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site biomed representative reported that when booting-up their imaging system, it displayed the message "error initializing collimator". Re-booting the imaging system did not resolve the issue. The biomed representative noted he could not bypass this message, resulting in the system being inoperable. No further details were provided. There was no patient present when this issue was identified.